Event description:
Customer attempted to test on the advantage system and was unable to obtain a result due to a power issue (dead battery). Customer was experiencing low blood glucose symptoms (dizzy, slurred speech, and numb lips). Customer's wife called the fire department, who tested the customer at 60 mg/dl on their meter. Customer was taken to the hospital, where he was tested at 60 mg/dl. Customer was admitted to the hospital and treated and released. Customer now feels fine. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported to baxter (B)(4) that an infusor lv 10 device delivered in a faster than expected time during a patient infusion. The pump fully infused a solution of 8 grams of flucloxacillin and 240ml of normal saline 2-3 hours earlier than intended. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.